Manufacturer narrative:
Final analysis found that as received, a partial lead was returned in two pieces measuring 4.6 cm and 47.1 cm respectively. Electrical testing did not find any indication of conductor fractures. Internal shorting was found between conductors due to procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported event of noise was not confirmed.

Event description:
It was reported that the patient presented for follow up. It was noted that the right ventricular lead exhibited episodes of noise resulting in noise reversion and high ventricular rate episodes on stored electrograms. As the patient was pacemaker dependent, the physician elected to extract the lead. The lead was explanted and replaced. There were no patient consequences.